Event description:
Information was received that reported a patient was hospitalized in late 2007 due to an incident of hyperglycemia. Reportedly, the patient became ill and went to the ER. The patient reports being made to wait " a long period of time' before being seen. Further the patient was taken to a room and disconnected from his insulin pump. Per the patient, he was off his pump for 2 hours before he was given an insulin drip. By this time, he reports that his blood glucose was >800mg/dl. The was treated with additional IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.